Manufacturer narrative:
The technician found the shoulder latch screw was missing. The technician replaced the screw to repair the stretcher.

Event description:
Info rec'd indicates, the siderail is not locking in up position.